Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in non-st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient presented to the hospital with chest pain and was taken to the cardiac catheterization laboratory (ccl) for a percutaneous coronary intervention (pci) where two drug-eluting stents were placed in the left anterior descending coronary artery. Following the pci, the patient was transferred to the intensive care unit (ICU) where the patient¿s cardiac output continued to drop, required increased dosages of pressors and blood lactate was noted to be increasing. The medical team decided to take patient back to the ccl for an impella cp implant. The impella cp was placed with no complications, however after the impella crossed the aortic valve, the patient immediately went into sustained complete heart block. A temporary transvenous pacemaker (tvp) was inserted and completely controlled the patient¿s heart rate and rhythm. The impella was noted to be slightly deep in the ventricle at 6.3 centimeters, however the physician preferred to not reposition the impella due to the significant patient agitation and risk for accidentally pulling the impella too shallow. It was noted that there were suction alarms above performance (p) level 7, but at p7 the pump flowing appropriately and patient well supported on current inotropes, pressors and impella flows. Overnight, the patient¿s ph continued to drop and placate continued to rise. The patient required additional pressors after arriving to the ICU. It was noted at 02:00, the impella flows decreased to 2.5 liters per minute, and at 02:23 the patient became pulseless. Cardiopulmonary resuscitation was initiated, and the patient was placed on continuous renal replacement therapy. The medical team exhausted all interventions, and the code was called at 06:12. It was also noted that the patient had reported a new onset of backpain after arrival to the ICU.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Heart block: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.